Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patient¿s test strips and control solution have been returned on 10/30/2014 and 10/30/2014, evaluated by lifescan product analysis on 12/1/2014 and 12/10/2014 respectively with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; however a secondary issue, where the control solution was tested and found to be above specification. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the control solution results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.